Event description:
At the end of an atrial fibrillation ablation procedure, an ultrasound revealed a pericardial effusion and a pericardiocentesis was performed to stabilize the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.